Manufacturer narrative:
An investigation of the reported condition was performed. A device history record (DHR) was reviewed and was confirmed that products were produced accomplishing quality requirements. Since the sample was not provided for evaluation the reported condition could not been confirmed and the pictures provided did not provide conclusive evidence of the reported condition. The root cause and corrective actions could not be identified. This complaint will be used for tracking and trending purposes. A sample has not been returned and due to the dated complaint, it is not conceivable that a sample would still be available however if one has been retained, please let us know so that arrangements can be sent to obtain the sample. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the tubing of the catheter continued to break apart when the physician went to use it. They had to replace the product.